Manufacturer narrative:
Batch review performed on 17 february 2021: lot 1906300: (B)(4) items manufactured and released on 05-sept-2019. Expiration date: 2024-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager: the implant was explanted due to the patient pain. The surgeon informed that the implant was removed easily. Looking at the image attached to the complaint it seems that the ha coating as been absorbed by the bone but due to the high present of residual blood is not easily to evaluate the real situation. It is not possible to determine the root cause. Clinical evaluation performed by medical affairs director: stem revision performed 1 year and 2 months after primary cementless total hip arthroplasty in a (B)(6) year old woman. No information concerning patient activity, general health status and presence of comorbidities is available. Given the very short time in situ and the ease of removal, it's possible that for some reasons the osteointegration process never started. Perhaps this was due to failure of the stem to find sufficient primary stability for lack or press fit, we have no information on patient's status during the 12 months of life of the tha. The reason of this failure cannot be determined.

Event description:
Revision surgery 1 year and 2 months after primary. The patient had a lot of pain and during the surgery the stem came out easily. Stem and head revised successfully. The surgeon thinks that the reason of revision is loosening of the stem.